Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID :3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient lost a lot of weight and they needed to do a revision on (B)(6) 2016. The lead was going over the anchor so they had to move the anchor over to the side a little bit. Additional information was received on (B)(6) 2016 from the rep indicating that both leads remain implanted. The leads were buried a little deeper and off midline at the entry site. Nothing was removed, anchors remain in place. It was noted that the patient outcome was good. Other relevant medical history includes spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.